Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad) on (B)(6) 2021 approximately 1 week after left vad (lvad) implant. The rvad flows were as high as 8-10 lpm, but subsequently dropped to around 2 lpm with continuous low flow alarms. The clinical team was concerned about possible rvad thrombus ingestion or outflow graft patency. A review of the rvad log files by technical services found low flow alarms on (B)(6) 2021 at 20:30:08 where flow was less than 2.5 lpm. Set speed adjustments were made, and then the driveline was momentarily disconnected and reconnected. The low flow alarms persisted. There did not appear to be mechanical circulatory support (mcs) equipment issues causing the events. On (B)(6) 2021 the patient's rvad was successfully exchanged due to suspected thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombosis was confirmed through the evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the submitted photo. Additionally, an acute drop in pump flow was confirmed based on the submitted and retrieved log files and could be correlated to the thrombus observed within the device. (B)(6) was returned with the pump cable severed approximately 17¿ from the pump housing. Approximately 5¿ of the outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned intact and secured around the graft attachment. Upon disassembly of the returned device, a dark red soft deposition was observed with in the distal side of the inflow cannula which appeared to extend into the eye of the rotor and into the vanes prior to disassembly. This deposition consisted of loose coagulated blood mixed with tissue-like clotted blood and was not strongly adhered. Additionally, the deposition did not appear to have any evidence of laminated layering. Of note, this deposition was present during the patient¿s pump exchange. Additionally, soft dark red depositions of coagulated blood were observed within the pump cover along the volute. The lack of structure of this deposition suggests that it developed acutely likely due to poor surface washing because of the confirmed decrease in flow. Moreover, a large soft dark red deposition of coagulated blood was observed within the graft attachment and extending within the outflow graft. The deposition did not appear to have any evidence of laminated layering. The exact origin of this deposition could not be conclusively through this evaluation. The submitted controller event log file contained relevant data from (B)(6) 2021 at 10:09:05 to (B)(6) 2021 at 21:56:01. The calculated flow ranged from 5.6-9.6 lpm, until 20:24:07 when pump flow suddenly decreased and ranged from 1.7-3.7 lpm for the remainder of the captured data and were associated with continuous low flow faults and alarms. Additionally, at the low flow events were associated with a subsequent decrease in pump power ranging from 2.7-3.2 watts from a baseline of 3.5-4.2 watts. During these events the pump speed was changed numerous times ranging from 4000-5000 rpm. At 21:08:21 the driveline was disconnected, and the pump stopped, the driveline was reconnected approximately 10 seconds later, and the pump restarted. Following the driveline disconnect, the calculated flow continued to be below the low flow threshold resulting in continuous low flow faults and alarms. The pump operated at the set speed for the duration of the captured data. The submitted lvad event log file and retrieved lvad event log file contained overlapping relevant captured data from (B)(6) 2021 at 10:09:13 to (B)(6) 2021 at 10:11:52. On (B)(6) 2021 at 20:23:54, there were rot_noise lvad faults flags active which appeared to be associated with an increase in rotor noise from 24-52 um to 92-100 um. Following the rotor noise event there was a sudden acute decrease in lvad monitor flow from a baseline of 8.2-9.7 lpm to 0-4.1 lpm for the remainder of the captured data. The rotor nosie event lasted approximately 2 seconds. At 21:08:29 the pump stopped which corresponds with the driveline disconnect observed within the submitted controller event log file. Additionally, continuous low flow events continued for the remainder of the captured data following the rotor noise event, including a stable decline calculated flow until it reached 0 lpm at 2:29:43 on (B)(6) 2021. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 1 entitled ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.